Event description:
Pt having laparoscopic cholecystectomy on 11/24/95. During the procedure, the pressure was set at 15, but allegedly the pressure increased to 47 without alarm. Surgery was canceled. Device tested by hosp staff and factory, who could not duplicate the problem.